Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that no delivery alarms were received on the insulin pump during priming. The no delivery alarm was reportedly resolved. The patient was having unexplained high blood glucose, due to not treating properly after meals, nor checking blood glucose. The customer's blood glucose at the time of the no delivery alarm was not recalled. Insulin exited the tubing when pushing insulin through tubing with a plunger. The insulin pump reportedly alarmed no delivery during a 5.0 unit manual prime. It was advised the pump was working as designed and the customer was able to prime successfully. Nothing further reported.